Event description:
Reporter alleged the blood glucose monitoring device base has black connectors that are broken. Reporter stated the 3rd and 4th pins are discolored on the base unit of device. Reporter indicated there was no blackening or melting and no one was reportedly injured as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.